Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an end-of-life (eol) indicator. There is concern that the battery depleted earlier than expected. The patient is pacemaker dependent so the device was replaced and will be returned for analysis.